Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, urethral hypermobility, colon incontin [as written : interpreted as incontinence] and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, urinary problems, recurrence and dyspareunia. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystourethroscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent cystoscopy and sparc mid urethral sling implant on (B)(6) 2015 due to sui and urethral hypermobility. No additional information has been provided.(B)(4).